Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
As reported: allegedly the liner had dislodged from the cup and the cup was mal-positioned. The cup was vertical and the liner was horizontal in the cup and the ceramic head was rubbing on the inside of the metal cup. Surgeon said it had started out slightly vertical but had moved as well since the primary hip was performed. The patient had been very happy with the hip until last week when it started squeaking. Cup, liner & head revised. 32mm head was implanted with zimmer cup & liner. X-ray images are available. Device available for return. Please issue RMA # for return. CAPA (B)(4).